Event description:
The facility representative reported a battery failure during patient use. Although baxter attempted to obtain information, details were use. Although baxter attempted to obtain information, details were not available regarding additional contact information. No reports of patient inujury or medical intervention.